Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered the threshold suspend alarm. Customer also indicated that calibration errors were received during normal use. The customer indicated that the sensor glucose was 62 mg/dl and blood glucose was 209 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to monitor pump and to follow up if any further questions. Customer was advised that the sensor would be replaced and to return the sensor for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a insulin paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot performed bts test as the sensor is beyond its expiration date. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.